Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was using the device when it malfunctioned by not engaging the stapling mechanism, resulting in the bowel being incised at the surgical site but not being stapled and sealed closed. The patient required a new ileostomy and additional operation was required for an ileostomy closure. No further information is expected as no contact information was provided.